Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). Information was reported that the doctor thinks the patient has psychosis. The patient believes their ins is leaking lithium into his system. It was reviewed the considerations around a puncture of the ins strong enough for fluid to go in and out of the ins. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep did not have any further information other than the patient told their physician that he thinks the system is leaking li into his body. The rep doesn't know why he believes this, no symptoms were reported. The cause is unknown and the physician is not going to take any further actions. No further information was reported.